Event description:
A patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The trunk - ipsilateral leg component was positioned at the level of the lowest renal artery but partially deployed as it was released from the constraining sleeve. A successful conversion to an open repair was performed. The patient is reported to be doing well post operatively.

Manufacturer narrative:
H3: code 02 - device evaluation anticipated, but not yet begun. H6: code 86 - a review of the manufacturing paperwork has been conducted. H6: code 100 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.